Event description:
Customer used combiderm on 1" diameter wound above ankle. Changed dressing twice a week and was cleaning wound with warm water foot soaks. Started to develop small sores under the tape border and tried to continue using the dressing by cutting off most of the tape border. Discontinued product use after 2 months but continued foot soaks. Sores under tape border had not healed and one particular sore was approximately 2" by 1/2", red in color with some pinkish drainage. Customer stated that sores were bothering customer and customer took tylenol for the pain. Left ankle and foot became swollen and had trouble walking. Customer stated that physician told customer the wound sore was infected but did not prescribe any medication and advised not to put any dressings on the wounds. Contacted nurse at customer's hospital and were told that customer was not a compliant patient. Customer did not follow the instructions given to customer by the nurses or doctors. Further stated that skin breakdown was under the edges of the dressing, near the ankle, which could have been affected by mobility. Nurse did not think this was an allegic reaction, and could have happened with any dressing since they were not being used properly.